Event description:
An ultraflex stent that was placed for treatment was broken 3 months post placement. The ultraflex stent was removed from the patient and another type of stent was implanted in the patient. The patient's condition was reported as fine. The user facility was not able to provide the ultraflex product number. The device was not returned to this manufacturer. Therefore, a failure could not be performed. It cannot be determined if the product met specs because the product was not returned. Company is unable to determine the relationship between the device and the cause of this event without the product.